Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, but the error recurred. The customer reverted to an alternate method of insulin therapy.